Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 14f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, "the device failed in step#1 and 2" (deploying the foot and pushing the needle plunger). The sutures of a new proglide device were successfully pre-placed. The tavi was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.